Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 464 mg/dl. Customer stated that the insulin pump had no delivery alarm and motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was unsure about the drive support cap damage. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test.